Manufacturer narrative:
Patient''s weight unk. Patient''s ethnicity/race unk. Other relevant history unk. The device was discarded, thus no investigation could be completed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead, implanted for 254 months, and an ra and rv lead, implanted 15 months, due to bacteremia. The two leads implanted for 15 months pulled out with simple traction. Spectranetics lead locking devices (llds) were inserted into the older ra and rv leads to provide traction. Multiple spectranetics devices (14f glidelight laser sheath, medium visisheath dilator sheath, and 11f tightrail rotating dilator sheath) were used as the physician switched back and forth between the leads to attempt advancement through the vasculature. The patient''s blood pressure would periodically drop (treated with medication to stabilize blood pressure), and transesophageal echocardiography (tee) was monitored with no effusion detected. As the 11f tightrail (last device used) was removed from the body, the patient''s blood pressure dropped again, and a 1 cm pericardial effusion was detected on tee. Rescue efforts began immediately, including rescue balloon, chest compressions, bypass and sternotomy. A small superior vena cava (svc) perforation was discovered and successfully repaired. The leads were discovered to be heavily fibrosed on the lateral wall of the svc and had migrated partially extravascular; therefore, the surgeon believed the perforation was unavoidable. Both leads were removed by the surgeon post-sternotomy, and the patient survived the procedure. This report captures the 11f tightrail, the last device in use when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.